Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the e360 ventilator had pressure sensor error alarms. Patient involvement information was not provided. The service engineer (se) inspected the device and found pressure sensor error alarm with continuous beep and alert. The se switched the ventilator to service mode and found device alert and continuous alert. The ventilator was then cross checked with an analog interface (ai) printed circuit board (pcb) from a working ventilator and it was determined that the ai pcb needs to be replaced. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.